Event description:
N/a.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine check. There was no patient involved and there is no malfunction identified with the device. The device is functioning normally. Therefore this event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during routine check by customer, the cs100 intra aortic balloon pump had safety disk related issue. There was no patient involvement and no injury.